Manufacturer narrative:
The investigation into the reported issue has been completed. The impella 5.0 was returned for investigation. The visual inspection of the returned device found that the outflow cage was bent and pulled away from the motor housing. The pump started and ran without issue in the lab. The root cause of the issue was most likely due to use resulting from improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. It was reported that the pump would not work. No further information is available.